Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the device¿s plastic insulation became detached from diathermy tip. The surgeon stated that the piece was not retained in the patient. An additional mammogram was performed to confirm it was not retained in the patient.